Manufacturer narrative:
A boston scientific technical services consultant discussed that a shocking impedance of zero ohms can be the result of electromagnetic interference (emi) caused by the muscle stimulator. No testing beyond isometrics and pocket manipulation was performed as all in-office measurements were within range, and the lead performance trends did not display an out of range beyond the singular instance. The clinical course related to the singular out of range measurement, is to observe daily lead measurements for additional out of range measurements or other abnormal diagnostics.

Event description:
Boston scientific received information that a red alert had been generated for this system due to an out of range shocking impedance measurement. A review of the device data revealed a measurement of zero ohms. The time of the measurement corresponds with the time this patient was receiving muscle stimulation at a chiropractic visit. No adverse patient effects were reported.